Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a low absorption set leaked from a fissure. This occurred during patient use. The medication in use was not reported. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing and simulated use testing were performed; no leak was detected and the set was found to be within specification. Should additional relevant information become available, a supplemental report will be submitted.